Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the distal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. The proximal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual analysis of the lead indicated damage at implant. Visual analysis of the lead indicated the lead was stretched. The analyst noted the full lead was returned with the helix extended. The lead has been stretched and prevents the helix from functioning properly. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the patient experienced a perforation, resulting in effusion. A pericardiocentesis was performed. The physician encountered difficulty when removing the right ventricular (rv) lead, and it appeared on x-ray that the helix had been fully retracted. After extraction, the helix was still partially extended. The lead was removed and another lead was implanted. No further patient complications have been reported as a result of this event.